Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
Additional information: one i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned.both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error # 5. The cause of the error 05 was concluded to be the pcb.